Manufacturer narrative:
Preliminary result of life cycle engineering-investigation: the complaint is not reproducible. After investigation at life cycle engineering the level senor has been sent to service department for final service check. Service check failed. Therefore the level sensor has been sent to supplier for further investigation. Investigation result: broken cable near the ferrite. Such sensor fault could be caused by bent cable on ferrite. Thus the failure could be confirmed. Based on the investigation result no significant manufacturing issue has been identified as there is a strong indication that the product may have been accidentally mishandled. Due to this no DHR review necessary.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Customer stated that the level sensor doesn`t work to good effective. During priming the sensor did not alarm nor stop the pump even the priming solution in the reservoir was below the level. No patient involvement. (B)(4).

Manufacturer narrative:
The affected capacitive level sensor (mcp00151005#cls 20-535 capacitive level, article number 70101.0855, serial number (B)(4)) has been requested for further investigation in manufacturer`s laboratory. The life cycle engineering investigated as follows: the complaint capacitive level sensor sn#76976 was connected to two different hl20 test systems. The following tests were made with two different hl20 systems with sn#94002359 and sn#93201033 respectively. No. 1. Hl20 test system: n/a. Test: visual inspection. Result: the capacitive level sensor has no sign of damage. No. 2. Hl20 test system: (B)(4). Test: "level threshold" test if the capacitive level sensor. (Cls) detects the level of the liquid in the reservoir. Result: the level sensor detects the level of the liquid. No. 3. Hl20 test system: (B)(4). Test: "level threshold" test if the capacitive level sensor. (Cls) detects the level of the liquid in the reservoir. Result: the level sensor detects the level of the liquid. Result: the complaint is not reproducible. Thus the failure could not be confirmed. According to service protocol, dated on (B)(4) 2015 the level sensor has been exchanged. The new level sensor has been checked to functionality. Checked ok. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).